Manufacturer narrative:
Per biomed there was no patient harm reported. The biomedical engineer states that the blower was not replaced and the problem has not returned.

Event description:
The customer reported that the ventilator alarmed with blower temperature high failed error. It is unknown if the unit was in use on patient but per biomed, there was no patient harm reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator alarmed with blower temperature high failed error. It is unknown if the unit was in use on patient or if of there's any patient harm reported.